Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating the device "motor has a hole in hose" during surgery. It is known that the device was being used during surgery but no pt or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.